Event description:
It was reported that: while the device was ventilating a patient, the device powered off. The patient was manually ventilated with an alternate device until being placed on another ventilator. No patient injury reported.